Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reported a 'device malfunction' during a follow-up interrogation which was initiated when the patient reported hearing warning tones from the device.